Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2014 at 11:47:28. During night drain cycle two, the patient's ultrafiltration reading was 282ml, indicating the home patient (hp) drained 282ml more than their maximum programmed fill volume of 250ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. A visual inspection and functional testing were performed. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.